Event description:
In 2007, during a gore tag thoracic endoprosthesis case, the physician removed the 22 fr gore introducer sheath however, the patient's right common femoral artery perforated. The artery was surgically repaired. Following this event, a conduit was placed and the gore tag thoracic endoprosthesis case proceeded. For the gore tag thoracic endoprosthesis event please reference medwatch 2017233-2007-00305.

Manufacturer narrative:
As documented in operative notes provided to gore, the common femoral artery was too small for the size of the device inserted in the patient.